Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 438 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose level. The customer stated that insulin pump was not working and kept beeping and had white screen. Customer did not mention any treatment and symptoms related to high blood glucose level. It was unknown if the insulin pump was on auto mode. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments or partial display due to display anomaly.